Event description:
It was reported that the implant at tooth site #44 lost integration due to bone loss and infection therefore it was removed.

Event description:
It was reported that the implant at tooth site #44 lost integration due to bone loss and infection therefore it was removed.